Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient reported experiencing inaccurate cgm readings; however, no specific cgm values or fingerstick blood glucose (fsbg) measurements were provided. The patient indicated that the inaccurate readings may have delayed recognition or contributed to improper management of a glycemic event, resulting in a rapid decline in condition. The patient subsequently required emergency medical care and was transported to the emergency room (ER), where her condition continued to worsen, leading to admission to the intensive care unit (ICU). The patient attributed the hospitalization admission to reliance on inaccurate cgm readings. The patient did not specify whether the cgm readings were falsely elevated or falsely low compared to fsbg values, and no specific cgm or fsbg readings were provided. No details were reported regarding associated glycemic conditions such as hypoglycemia, hyperglycemia, diabetic ketoacidosis (dka), or any other related diagnosis. Additionally, no information was provided regarding treatments administered, hospitalization course, or patient outcome. The call disconnected before further details could be obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient reported that the cgm displayed a ¿high¿ glucose reading. The patient was unsure how to respond to the reading and sought medical evaluation at the emergency room (ER). Upon arrival at the ER, the cgm continued to display ¿high¿ readings. A confirmatory fingerstick blood glucose (fsbg) test was then performed and showed a glucose value of approximately (B)(6). This indicated an approximate discrepancy of (B)(6) point difference, with the cgm reading significantly higher than the fsbg measurement. Due to concerns for possible hyperglycemia-related complications and the patient¿s overall condition, the patient was admitted to the intensive care unit (ICU) for several days for close monitoring and management. No additional information was provided regarding treatments administered, medications given, additional glucose readings, or the total duration of hospitalization. The call disconnected before further details could be obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 mg/dl point difference. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 health effect clinical code - correction.